Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and upon powering up the iabp observed that "electrical test fails code #50" was generated. To fix the issue, the fse replaced the motor control board, then powered iabp up, and there were no error codes. The fse then performed a pre-use test and all tests were successfully passed. The fse then completed full calibration, functional testing and safety checks to factory specifications, and returned the iabp to the customer and cleared for clinical use. The fse also updated the customer.

Event description:
Customer reported that the cs300 intra-aortic balloon pump (iabp) generated the alarm "electrical test fails # 50 (motor speed out of specification)." This was cited as a possible motor control board issue. The circumstances under which this event occurred is unknown. However; no patient involvement or adverse event was reported.